Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 1 month post implant of this 23mm bioprosthetic aortic valve, it was explanted and replaced with a 23mm bioprosthetic valve of a different model. The reason for the replacement was reported as severe aortic stenosis with a peak gradient of 94mmhg and moderate aortic regurgitation. It was also reported that the leaflets appeared to be "diffusely thickened and covered with what appeared to be excessive thrombus", and that there was pannus ingrowth beneath the valve. No additional adverse patient effects were reported.